Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the complaint information did not allege the malfunction led to agent lower than 20% from setting. Therefore any subsequent adjustment to agent settings are not required to prevent serious injury and thus are not reasonably likely to require reportable medical intervention. The anesthesia provider titrates to a desired effect. Other vital signs are used in addition to vaporizer dial settings to determine the titration to effect results: monitoring of oxygenation, ventilation, circulation, and temperature are standard for basic monitoring. However, the clinician, who is in constant attendance at the patient bedside, can monitor patient sedation level clinically or with patient monitors (i.e. Bispectral index measures) and titrate sedation to the desired effect. This titration is considered to be within a clinician's normal operating practice. This monitoring will prevent light anesthesia from progressing to the point that a serious patient injury may occur, namely post-traumatic stress disorder. Manual and mechanical ventilation remain functional. Reported complaint will be noted during preuse testing, as contained in the user manual. Use error (the vaporizer is a quickfil config, the sevoflurane bottle they were using was easyfil config). No reported patient injury.